Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her daughter (the patient) and reported that the patient developed a blood glucose (bg) level of "360 mg/dl" with positive ketones. The reporter claimed that on the morning of (B)(6) 2011, and in another instance a week earlier, the tubing fell off of the cartridge while the patient was wearing the pump. Through troubleshooting, the animas representative determined that the reporter was not properly securing the cartridge to the tubing. The reporter stated that he thinks he might not have tightened the connections very well which led to the patient's elevated bg level. The animas representative instructed the patient on correct tightening of the connections. The reporter was able to connect the cartridge to the tubing tightly without any issues. The patient was treated with an injection and her bg level came down to "131 mg/dl." Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg glucose level and ketones. However, the patient's injury can be attributed to possible use-error since the reporter was not properly securing the cartridge to the tubing.

Manufacturer narrative:
The pump and cartridge have not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.